Event description:
While onsite to perform preventive maintenance, the customer reported to the manufacturers service technician that the ventilator was continuously alarming when it had been use on a patient. The customer reported there was no patient harm. Review of the ventilator log history confirmed an oxygen valve stuck closed occurrence. The customer had not reported the finding when it occurred. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturers service technician was unable to duplicate the finding and the unit passed testing. The service technician replaced the oxygen motor controller pcb board and oxygen regulator as a precaution to address the finding. Performance verification testing was completed and passed to operating specifications.